Manufacturer narrative:
H6; code 400: instrument was returned with a balloon which had burst and was in three pieces.

Event description:
The device was used during a lap hernia repair. It was reported the ted 12 balloon ruptured on the thirty-fifth pump. The surgeon had to retrieve the balloon fragments and was not sure if all were retrieved. It was also reported there was a tear in the peritoneum and the surgeon converted to an open procedure to repair it.